Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The investigation was unable to determine a conclusive cause for the reported failure to deploy the clip; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device, with a 6fr sheath, after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, when the trigger was pressed, the clip of the starclose se device did not deploy and hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. Once removed from the patient anatomy, the trigger was pressed and the clip deployed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.